Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus, in behalf of the customer that during an unknown procedure, this evis x1 video system center, presented fault error code e117 (life of optical module). The customer switched it all off and back on again with a different scope, and presented scope errors. The customer got the old stacks in to complete the lists, however, no images can be accessed. The intended procedure was cancelled. The consultant went in and has sorted the problem and has used the equipment again. An engineer is going to the site to look at the device and do a software upgrade.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for an evaluation, a root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.